Manufacturer narrative:
We were unable to verify the reported failure (bending angles at the distal end of unused visi 2 dlts are different) as no sample was returned for investigation and no lot number available. The possible cause for the reported failure could be due to operator mishandling in which additional bending of endobronchial tip occurred after stylet insertion process, resulting in bending angles are different. Unfortunately, we have not been able to get in contact with the reporter, which previously informed to have more information. We will continue to get in contact with the initial reporter for more informaition. Corrective actions have previously been implemented which enhance the bending inspection during assembly. Ambu production and quality control perform 100% inspection on each of the vivasight2 and it was verified in good condition prior to shipment. Production, technical team and quality control have been made aware of this feedback via quality alert.

Event description:
The doctor pointed out to us that the bending angles at the distal end of unused visi 2 dlts are different. We compared different lot and item numbers. All items have been discarded by the hospital, no sample available. The doctor has furthermore, informed that during several intubations, there were difficulties advancing the tube after passing the vocal cords. The first photo shows the packaging with the label of one of the "problematic tubes." The other two photos show the significant difference in the bronchial curvature compared to a conventional competitor product (with which there are indeed no problems during placement). Comment from ambu: unfortunately, no photos or exact information on item numbers and lot numbers were provided by the doctor. Despite several follow-up attempts, we have not been able to get in contact with the customer. We have created the MDR report on vivasigth dlt kit size 37.

Manufacturer narrative:
Initial MDR report 01/06/2026: we were unable to verify the reported failure (bending angles at the distal end of unused visi 2 dlts are different) as no sample was returned for investigation and no lot number available. The possible cause for the reported failure could be due to operator mishandling in which additional bending of endobronchial tip occurred after stylet insertion process, resulting in bending angles are different. Unfortunately, we have not been able to get in contact with the reporter, which previously informed to have more information. We will continue to get in contact with the initial reporter for more informaition. Corrective actions have previously been implemented which enhance the bending inspection during assembly. Ambu production and quality control perform 100% inspection on each of the vivasight2 and it was verified in good condition prior to shipment. Production, technical team and quality control have been made aware of this feedback via quality alert. Follow-up #1 MDR report 03/04/2026: additional information was received from the customer february 3rd, 2026 which included photos and lot number. The codes for "type of investigation codes" and "investigation findings" has been updated accordingly in h6. The reported failure (bending angles at the distal end of unused visi 2 dlts are different) is unverifiable from the photo shared by user as angle measurement was unable to be performed. No sample was returned either. The possible cause for reported failure could be due to patient-related factors (patient with difficult airway anatomy), resulting in there were difficulties advancing the tube. Corrective action has previously been implemented which enhance the bending inspection during assembly. Ambu production and quality control perform 100% inspection on each of the vivasight2 and it was verified in good condition prior shipment. Production, technical team and quality control have been made aware of this feedback via quality alert.

Event description:
The doctor pointed out to us that the bending angles at the distal end of unused visi 2 dlts are different. We compared different lot and item numbers. All items have been discarded by the hospital, no sample available.the doctor has furthermore, informed that during several intubations, there were difficulties advancing the tube after passing the vocal cords. The first photo shows the packaging with the label of one of the "problematic tubes." The other two photos show the significant difference in the bronchial curvature compared to a conventional competitor product (with which there are indeed no problems during placement). Comment from ambu: unfortunately, no photos or exact information on item numbers and lot numbers were provided by the doctor. Despite several follow-up attempts, we have not been able to get in contact with the customer. We have created the MDR report on vivasigth dlt kit size 37. On 3rd february 2026: additional information was recieved including lot numbers and pictures from the customer.